Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The reporter stated the patient began having control issues on three days earlier, when his blood glucose rose to greater than 400. He became physically ill with vomiting and struggle to gain control over his bg's. He remained ill and hyperglycemic for 3 days. Upon admit, the patient was diagnosed with dka and treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.